Manufacturer narrative:
(H3) as reported, approximately 5.3 years post initial left side tka, the 60 y/o patient complaint of pain and instability, during a follow up visit with surgeon. Surgeon did a poly swap to address instability and removed a 9mm poly and implanted a 11mm ps poly. There was no breakage of a device or surgical delay/prolongation. Images received. Sales rep was unable to obtain x-rays. The device is not available for evaluation. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 5.3 years post initial left side tka, the 60 y/o patient complaint of pain and instability, during a follow up visit with surgeon. Surgeon did a poly swap to address instability and removed a 9mm poly and implanted a 11mm ps poly. There was no breakage of a device or surgical delay/prolongation. Images received. Sales rep was unable to obtain x-rays. The device is not available for evaluation.